Manufacturer narrative:
Sharp edges.

Event description:
It was reported by service report that the headboard on go bed 2 is cracked at the headend left post that goes into the frame of the bed. It is unknown if there was patient involvement, however, no adverse consequences are reported.